Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were found int he ventilator's downloaded error log. The device's system board and power management board were replaced to address the issues.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported.